Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that guide wire fracture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 150cm, 8cm poly tip v-18¿ control wire¿ was advanced to cross the lesion. However, the wire became stuck at the lesion area during a shunt percutaneous transluminal angioplasty (pta). When the device was pulled out, it was noted that the tip was almost broken; the tip was not separated and was completely removed. The procedure was completed using a different guide wire. No patient complications were reported and the patient's status was stable.